Event description:
Initial info was reported by a physician to a sales rep on (B)(6) 2012: a female pt initiated poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unk) 15 months ago ((B)(6) 2011). The pt was given two rounds of 1 vial each of poly-l-lactic acid. She developed large visible nodules 15 months after the procedure ((B)(6) 2011), which developed over a few weeks. Biopsy did not show granulomas but amorphous material consistent with poly-l-lactic acid. She had hyaluronic acid (restylane) over a year ago but the nodules are in locations that were only treated with poly-l-lactic acid, not hyaluronic acid. The physician did try an injection of bit ease (hyaluronidase) last week ((B)(6) 2012) that did nothing and today ((B)(6) 2012) injected steroid. The physician stated that in the last year (2011) the pt has had chemo and radiation for a gastrointestinal (gi) cancer that may have nothing to do with this eruption. No medical history and concomitant medications reported. No further relevant info provided. This report corresponds to case 1 of 2 (associated case ID is (B)(4)).